Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced pain with stimulation and decreased therapeutic effect. (B)(6) on 2017 the patient utilized program f for ten days without achieving relief. On (B)(6) 2017 the patient was not utilizing the device secondary to piercing pain in the pelvis with minimal stimulation. The event resulted in an unscheduled office or clinic visit. On (B)(6) 2017 a recent MRI was compared to a previous x-ray, and it revealed the leads had migrated two levels down. A lead revision was performed on (B)(6) 2017; one lead was repositioned (lead (B)(4)) and one lead was replaced (lead (B)(4)). The outcome was reported as resolved without sequelae on (B)(6) 2017. The event was related to the device or therapy, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that therapy was suspended on (B)(6) 2017 prior to lead revision on (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the lead migration was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.